Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR. Report#: 1627487-2017-03220, reference MFR. Report#: 1627487-2017-03221, reference MFR. Report#: 1627487-2017-03223, reference MFR. Report#: 1627487-2017-03224. It was reported the patient ((B)(6)) experienced an infection at their ipg, lead, and anchor sites. As a result, their scs system was explanted. Follow up revealed the patient is in stable condition and is still recovering from their infection. Note: further device information in relation to the patient's anchors is unknown.